Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported there were bubbles in the infusion line during a vitreoretinal procedure. The doctor was able to retrieve the bubbles and complete the procedure without any patient harm. The product sample was not saved for evaluation. There is no further information expected for this report.

Manufacturer narrative:
As the customer did not retain a valid finished goods lot number, device history review and lot history could not be reviewed. The root cause is unknown as a sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. Based on the customer¿s report, it is possible that bubbles were observed; however, we are unable to confirm this event. (B)(4).